Event description:
It was reported that the 9800 system made a loud popping noise and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed and on site investigation. The monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.